Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading step, customer did not observed insulin exiting the infusion set tubing. Customer changed the infusion set tubing and cartridge. Insulin delivery was resumed. There was no reported impact to customer's blood glucose.